Event description:
The customer reported that the transport handle came free from the workstation due to a nut coming undone. There is no report of injury or death associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The handles were evaluated and reseated. The system was tested and found to be working as intended and returned to service.